Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the probable causes are as follows: the cooling fan was replaced by a third party. It is unknown when that fan was replaced, and it is likely that the repeated use of the device for a long time caused age deterioration of the fan, resulting in malfunction. It is likely the xenon lamp reached its end of life due to a long-term use of the device. The following description about prohibition on repair/modification is included in the device's instructions for use (IFU), which could prevent the fan failure: "this light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result.".

Manufacturer narrative:
The device was returned to olympus for evaluation. Service confirmed the fan motor was not working and the lamp was not lighting. The equipment was repaired and returned to the customer. A supplemental will be submitted if additional information becomes available following investigation. An olympus (B)(4) has been opened to manage the actions related to remediation of this late MDR reporting

Event description:
The customer contacted olympus to report a device malfunction. During inspection, the customer found the fan motor and lamp were not working. There was no patient involvement.